Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to flattened button dome switches (arrow buttons). The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer stated the keypad was unresponsive. The customer did not state any significant events leading to the issue. The insulin pump will be returned for analysis.